Manufacturer narrative:
The pump was received with a cracked end cap, a cracked case at the display window corners, cracked battery tube threads, a missing end cap sticker, a peeling address serial number label and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had to super glue the end of the insulin pump. The insulin pump fell out of his pocket while he was sleeping and broke where the motor sits. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.